Event description:
It was reported that the patient presented in clinic after receiving an hvli alert. Low sensing was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.